Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm small clip applier instrument to perform failure analysis. The instrument was analyzed and found to have damaged grip cable at distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm small clip applier instrument had a broken wire. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy.